Event description:
Event description boston scientific crm received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited fluctuating shock lead impedance measurements following implant, ranging from 40-50 ohms to >125 ohms. The changes in impedance were observed with changes in position. A boston scientific crm technical services (ts) consultant discussed that the observation was likely the result of a loose setscrew, and recommended invasive evaluation of the device/lead connection. To date, there have been no reported patient symptoms associated with this clinical observation.